Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change for normal battery depletion. During the pre-procedure device check, atrial noise was noted in the stored electrocardiograms. The noise episodes were stored as mode switch events. The noise was reproducible with isometrics. There were no patient consequences as a result of the mode switch. The atrial lead was capped and replaced on (B)(6) 2018. The patient was stable.